Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is defined as: lcd pcb display damaged. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states unit has a damaged display.